Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.